Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. The green sureform 60 stapler reload has not been returned to intuitive surgical, inc. (Isi) for evaluation. Isi received the sureform 60 stapler instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. It moved intuitively, with full range of motion in all directions, and the jaws opened and closed properly. The firing test was performed twice, with different orientations of the distal end. The instrument clamped, fired, and unclamped, with no issues. A review of the logs shows no errors; the device logs only show two firing events, but the instrument was fired four times. The instrument was transferred to engineering for the missing firing events. An advanced fa investigation was then completed by a failure analysis engineer (fae). Per the fae, the tool table for the procedure confirmed that this instrument was fired 4 times during the procedure, using 4 green reloads. The first two firings were successfully completed with 0 and 3-4 pauses for compression, respectively. On installs 3 and 4, the first clamp attempts show as successfully completed, per the logs. Shortly after the completed clamps on installs 3 and 4, the system logs show two instances of error code 256, indicating that the emergency stop button was pressed. It is likely that the e-stop was pressed during the firing sequence of installs 3 and 4, which caused the firings to not be recorded in the device logs. The logs confirm that the manual grip release knob was not used, and the stapler was unclamped by the system in both cases. For further testing, the stapler was re-installed on an in-house system, and it engaged and initialized on each attempt. The stapler was clamped and fired onto a foam test sheet. Firing was successful, with no pauses for compression. A second black reload was fired onto a hi-challenge test sheet in an attempt to replicate the reported complaint of tissue pushout. There was one pause for compression prior to 10mm of completion, however, the firing was successfully completed. The staples and the cut line were properly formed. The main tube was manually rotated, and no increased or abnormal friction was observed. The steering cables and drive cables appeared intact and properly tensioned. The housing was removed, and the stapler I-beam extended for inspection. No damage or lodged components were observed within the I-beam assembly or stapler jaws. The 30 point fire force stapler procedure review was unavailable, and the tissue gap measurement was 0.1099". The investigation did not confirm nor replicate the reported event.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, two tissue pushout events occurred. The sureform 60 stapler instrument loaded with a green sureform 60 stapler reload was fired across the gastric tissue, and on the 2nd fire, as the staple line was being formed, the tissue pushed out of the staple jaws laterally. The surgeon pressed the emergency stop button when he saw the tissue being dragged. Ethicon slr buttress material was used for this fire. For the 3rd fire, he attempted to staple medially to the prior staple line, without the slr material. As the stapler engaged, there was another pushout event along the medial side, with minor bleeding, and he pressed the emergency stop button again. He did not recall a tissue too thick message at the time of either event. The surgeon stapled over an existing staple line for both fires in question. There was no tissue tension or bunching. When asked if the tissue was previously exposed to any radiation or chemotherapy, he stated that the patient previously received treatment for right breast cancer approximately one year prior. The stapling issue involved a partial fire in addition to the tissue pushout events. It did not involve a failure to fire, the stapler jaws opening/releasing during the firing sequence, clamping issues, nor the reload deploying staples unexpectedly. He could not recall the exact staple formation, but for the 2nd fire, after the emergency stop was pressed, he noted unformed staples with straight tips and unformed staples with a slight outward bend at each tip. These loose staples were removed prior to the 3rd fire. The stapling issue did not involve a reload having an exposed blade, holes or gaps in the staple line, nor the reload stuck to the tissue. When asked if staples were missing from the staple line, there was no response. There was no unplanned tissue removal due to the stapler firing failure. After the 3rd fire, some bleeding was observed on the staple line. When asked if this was normal expected bleeding as part of the procedure, he stated that some bleeding may occur during a sleeve gastrectomy. The amount of blood loss was less than 30 ml, and no transfusions were required. The bleeding was controlled by holding pressure on the affected area; the procedure was converted to laparoscopic surgery, and a laparoscopic stapler was used to approximate the tissue, without slr. No additional ports were placed, and the surgical outcome was still successful and acceptable. The patient is currently following up in outpatient care. They were in the hospital for 2 days, and they will continue to be monitored for strictures and/or leaks. The instrument and accessory were inspected prior to use, and no damage was noted.